Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the lifevest was cutting her breasts. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed a cream. Follow up indicated the irritation improved with the use of surgical tape. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the lifevest was cutting her breasts. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed a cream. Follow up indicated the irritation improved with the use of surgical tape.